Event description:
This spontaneous case was reported by a regulatory authority and describes the occurrence of device breakage ("fracturing of implant"), infection ("numerous infections"), genital haemorrhage ("abnormal bleeding"), intestinal obstruction ("possible bowel blockage") and biliary colic ("gall bladder attack") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("heavy periods / excessive bleeding during menstrual cycles"), polymenorrhoea ("frequent cycles"), mood swings ("moods began to swing") and weight increased ("started gaining weight"). In 2009, the patient experienced pelvic pain ("pain like I've never felt before/ chronic pain"), infection (seriousness criterion hospitalization), intestinal obstruction (seriousness criterion hospitalization) and biliary colic (seriousness criterion hospitalization). In 2010, the patient experienced c-reactive protein increased ("elevated c reactive protein last 5 years"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), iliotibial band syndrome ("it band syndrome"), swelling ("unexplained swelling"), arthralgia ("wrist pain"), tooth disorder ("dental issues"), pain in extremity ("acute burning pain in legs especially right"), dysmenorrhoea ("excessive cramping during menstrual cycles"), amnesia ("memory loss"), aggression ("aggression") and fatigue ("fatigue"). The patient was hospitalized for 4 days sometime in 2009 until sometime in 2009. The patient was treated with surgery (partial hysterectomy/ surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, infection, genital haemorrhage, rash, migraine, intestinal obstruction, biliary colic, menorrhagia, polymenorrhoea, mood swings, weight increased, iliotibial band syndrome, swelling, c-reactive protein increased, arthralgia, tooth disorder, pain in extremity, dysmenorrhoea, amnesia, aggression and fatigue outcome was unknown. The reporter considered aggression, amnesia, arthralgia, biliary colic, c-reactive protein increased, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, iliotibial band syndrome, infection, intestinal obstruction, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, polymenorrhoea, rash, swelling, tooth disorder and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-oct-2017: followup from summons: event skin rashes, abnormal bleeding, fracturing of implant added and event migraines and chronic pain clubbed with previously reported event. Event partial hysterectomy was deleted and case classification updated to potential legal case. (B)(4). This report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of implant"), device dislocation ("migration of essure device: full length of fallopian tube,"), infection ("numerous infections"), intestinal obstruction ("possible bowel blockage"), biliary colic ("gall bladder attack") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, acid reflux (esophageal), vitamin d deficiency and drug allergy. Concomitant products included celecoxib (celebrex) from 2009 to 2012, hydroxychloroquine phosphate (plaquenil) since february 2018, meloxicam since 24-jan-2018, propranolol from 2010 to 2015, sertraline (zoloft) from 2016 to 2017 and vitamin d nos since 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In november 2006, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). In december 2006, the patient experienced menorrhagia ("heavy periods / excessive bleeding during menstrual cycles"), polymenorrhoea ("frequent cycles"), mood swings ("moods began to swing"), weight increased ("started gaining weight") and anaemia ("anemia"). In 2007, the patient experienced pelvic infection ("pelvic infection"). In january 2009, the patient experienced depression ("depression"). In 2009, the patient experienced infection (seriousness criterion hospitalization), intestinal obstruction (seriousness criterion hospitalization), biliary colic (seriousness criterion hospitalization), pelvic pain ("pain like I've never felt before/ chronic pain") and vaginal haemorrhage ("vaginal bleeding"). In 2010, the patient experienced c-reactive protein increased ("elevated c reactive protein last 5 years"). On (B)(6) 2015, 8 years 2 months after insertion of essure (ess205), the patient experienced sarcoidosis ("autoimmune disorder: sarcoidosis,"). In june 2015, the patient experienced salpingitis ("chronic salpingitis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), iliotibial band syndrome ("it band syndrome"), swelling ("unexplained swelling"), arthralgia ("wrist pain"), the first episode of tooth disorder ("dental issues"), pain in extremity ("acute brning pain in legs especially right"), the first episode of dysmenorrhoea ("excessive cramping during menstrual cycles"), amnesia ("memory loss"), aggression ("aggression"), fatigue ("fatigue"), urticaria ("hives"), the second episode of tooth disorder ("dental problems"), the second episode of dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal distension ("bloating"). The patient was hospitalized for 4 days sometime in 2009 until sometime in 2009. The patient was treated with surgery (partial hysterectomy/ surgery to remove the essure/ bilateral salpingectomy) and surgery (partial hysterectomy/ surgery to remove the essure/ bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, infection, intestinal obstruction, biliary colic, genital haemorrhage, pelvic pain, rash, migraine, menorrhagia, polymenorrhoea, mood swings, weight increased, iliotibial band syndrome, swelling, c-reactive protein increased, arthralgia, pain in extremity, amnesia, aggression, fatigue, vaginal haemorrhage, sarcoidosis, urinary tract disorder, anaemia, the last episode of tooth disorder, the last episode of dysmenorrhoea, alopecia, urinary tract infection, pelvic infection, headache, nausea, allergy to metals, depression and salpingitis outcome was unknown and the urticaria and abdominal distension had resolved. The reporter considered abdominal distension, aggression, allergy to metals, alopecia, amnesia, anaemia, arthralgia, biliary colic, bladder disorder, c-reactive protein increased, depression, device breakage, device dislocation, fatigue, genital haemorrhage, headache, iliotibial band syndrome, infection, intestinal obstruction, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic infection, pelvic pain, polymenorrhoea, rash, salpingitis, sarcoidosis, swelling, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea, the first episode of tooth disorder, the second episode of dysmenorrhoea and the second episode of tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan vagina - in december 2006: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, lab data were added. Updated suspect drug indication.event vaginal bleeding, hives, autoimmune disorder: sarcoidosis,, bladder disorder, urinary problems, anemia, dental problems, dysmenorrhea, hair loss, urinary tract infection, pelvic infection, headaches, migration of essure device: full length of fallopian tube,, nausea, nickel allergy, depression, chronic salpingitis, bloating added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 24-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of implant'), device dislocation ('migration of essure device: full length of fallopian tube,'), salpingitis ('chronic salpingitis'), perforation ('perforation'), pelvic infection ('pelvic infection'), infection ('numerous infections'), intestinal obstruction ('possible bowel blockage') and biliary colic ('gall bladder attack') in a 42-year-old female patient who had essure (ess205) (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015, x-ray pelvis was done, indication: pelvic/abdominal pain, history of essure procedure, finding: essure devices are present within the pelvis compatible with history. Small phleboliths in the deep right pelvis. Concurrent conditions included joint pain since (B)(6) 2015, dysfunctional uterine bleeding since (B)(6) 2009, dizziness since (B)(6) 2009, abdominal pain since (B)(6) 2009, obesity, acid reflux (esophageal), vitamin d deficiency, drug allergy, vomiting and general body pain. Concomitant products included celecoxib (celebrex) from 2009 to 2012, hydroxychloroquine since february 2018, meloxicam since (B)(6) 2018, propranolol from 2010 to 2015, sertraline hydrochloride (zoloft) from 2016 to 2017 and vitamin d nos since 2017. In (B)(6) 2006, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("heavy periods / excessive bleeding during menstrual cycles"), polymenorrhoea ("frequent cycles"), mood swings ("moods began to swing") and anaemia ("anemia/anemia from chronic blood loss") and was found to have weight increased ("started gaining weight\ extreme weight gain"). In (B)(6) 2007, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and depression ("depression"). In 2009, the patient experienced infection (seriousness criterion hospitalization), intestinal obstruction (seriousness criterion hospitalization), biliary colic (seriousness criterion hospitalization) and pelvic pain ("pain like I've never felt before/ chronic pain/pain"). In 2010, the patient was found to have c-reactive protein increased ("elevated c reactive protein last 5 years"). On (B)(6) 2015, the patient experienced sarcoidosis ("autoimmune disorder: sarcoidosis,"), 8 years 1 month after insertion of essure (ess205). In (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), migraine ("migraines"), iliotibial band syndrome ("it band syndrome"), swelling ("unexplained swelling"), arthralgia ("wrist pain\pain in joints\debilitating pain in joints"), the first episode of tooth disorder ("dental issues"), pain in extremity ("acute brning pain in legs especially right\thigh pain"), menstrual cramps ("excessive cramping during menstrual cycles"), amnesia ("memory loss"), aggression ("aggression"), fatigue ("fatigue"), urticaria ("hives"), the second episode of tooth disorder ("dental problems"), dysmenorrhea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), abdominal pain ("unexplained pain in my abdominal area & thigh") and pruritus ("itching entire body"). The patient was hospitalized for 4 days sometime in 2009. The patient was treated with antibiotics, diphenhydramine hydrochloride, medroxyprogesterone acetate (depo-provera) and surgery (partial hysterectomy/ surgery to remove the essure/ bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, salpingitis, perforation, pelvic infection, infection, intestinal obstruction, biliary colic, genital haemorrhage, pelvic pain, rash, migraine, menorrhagia, polymenorrhoea, mood swings, weight increased, iliotibial band syndrome, swelling, c-reactive protein increased, arthralgia, pain in extremity, menstrual cramps, amnesia, aggression, fatigue, vaginal haemorrhage, sarcoidosis, urinary tract disorder, anaemia, the last episode of tooth disorder, dysmenorrhea, alopecia, urinary tract infection, headache, nausea, allergy to metals, depression and abdominal pain outcome was unknown and the urticaria, abdominal distension and pruritus had resolved. The reporter considered abdominal distension, abdominal pain, aggression, allergy to metals, alopecia, amnesia, anaemia, arthralgia, biliary colic, bladder disorder, c-reactive protein increased, depression, device breakage, device dislocation, fatigue, genital haemorrhage, headache, iliotibial band syndrome, infection, intestinal obstruction, menorrhagia, menstrual cramps, migraine, mood swings, nausea, pain in extremity, pelvic infection, pelvic pain, perforation, polymenorrhoea, pruritus, rash, salpingitis, sarcoidosis, swelling, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight increased, the first episode of tooth disorder, dysmenorrhea and the second episode of tooth disorder to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2006: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: newly added events- perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 09-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of implant'), device dislocation ('migration of essure device: full length of fallopian tube,'), salpingitis ('chronic salpingitis'), pelvic infection ('pelvic infection'), infection ('numerous infections'), intestinal obstruction ('possible bowel blockage'), biliary colic ('gall bladder attack') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain since (B)(6) 2015, dysfunctional uterine bleeding since (B)(6) 2009, dizziness since (B)(6) 2009, abdominal pain since (B)(6) 2009, obesity, acid reflux (esophageal), vitamin d deficiency, drug allergy, vomiting and general body pain. Concomitant products included celecoxib (celebrex) from 2009 to 2012, hydroxychloroquine since (B)(6) 2018, meloxicam since (B)(6) 2018, propranolol from 2010 to 2015, sertraline hydrochloride (zoloft) from 2016 to 2017 and vitamin d nos since 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). In (B)(6) 2006, the patient experienced menorrhagia ("heavy periods / excessive bleeding during menstrual cycles"), polymenorrhoea ("frequent cycles"), mood swings ("moods began to swing") and anaemia ("anemia") and was found to have weight increased ("started gaining weight\ extreme weight gain"). In 2007, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced depression ("depression"). In 2009, the patient experienced infection (seriousness criterion hospitalization), intestinal obstruction (seriousness criterion hospitalization), biliary colic (seriousness criterion hospitalization), pelvic pain ("pain like I've never felt before/ chronic pain") and vaginal haemorrhage ("vaginal bleeding"). In 2010, the patient was found to have c-reactive protein increased ("elevated c reactive protein last 5 years"). On (B)(6) 2015, the patient experienced sarcoidosis ("autoimmune disorder: sarcoidosis,"), 8 years 1 month after insertion of essure (ess205). In (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), iliotibial band syndrome ("it band syndrome"), swelling ("unexplained swelling"), arthralgia ("wrist pain\pain in joints"), the first episode of tooth disorder ("dental issues"), pain in extremity ("acute brning pain in legs especially right\thigh pain"), menstrual cramps ("excessive cramping during menstrual cycles"), amnesia ("memory loss"), aggression ("aggression"), fatigue ("fatigue"), urticaria ("hives"), the second episode of tooth disorder ("dental problems"), dysmenorrhea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal distension ("bloating") and abdominal pain ("unexplained pain in my abdominal area & thigh"). The patient was hospitalized for 4 days sometime in 2009. The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (partial hysterectomy/ surgery to remove the essure/ bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, salpingitis, pelvic infection, infection, intestinal obstruction, biliary colic, genital haemorrhage, pelvic pain, rash, migraine, menorrhagia, polymenorrhoea, mood swings, weight increased, iliotibial band syndrome, swelling, c-reactive protein increased, arthralgia, pain in extremity, menstrual cramps, amnesia, aggression, fatigue, vaginal haemorrhage, sarcoidosis, urinary tract disorder, anaemia, the last episode of tooth disorder, dysmenorrhea, alopecia, urinary tract infection, headache, nausea, allergy to metals, depression and abdominal pain outcome was unknown and the urticaria and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, aggression, allergy to metals, alopecia, amnesia, anaemia, arthralgia, biliary colic, bladder disorder, c-reactive protein increased, depression, device breakage, device dislocation, fatigue, genital haemorrhage, headache, iliotibial band syndrome, infection, intestinal obstruction, menorrhagia, menstrual cramps, migraine, mood swings, nausea, pain in extremity, pelvic infection, pelvic pain, polymenorrhoea, rash, salpingitis, sarcoidosis, swelling, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight increased, the first episode of tooth disorder, dysmenorrhea and the second episode of tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2006: results: total bilateral occlusion. On (B)(6) 2015, x-ray pelvis was done, indication: pelvic/abdominal pain, history of essure procedure,finding: essure devices are present within the pelvis compatible with history. Small phleboliths in the deep right pelvis. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : nausea, abdominal distension, pelvic pain, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received: abdominal pain was added. Date of insertion was corrected in drug tab. Ticked ir & med signi of salpingitis, pelvic infection & made incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of implant'), device dislocation ('migration of essure device: full length of fallopian tube,'), salpingitis ('chronic salpingitis'), pelvic infection ('pelvic infection'), infection ('numerous infections'), intestinal obstruction ('possible bowel blockage'), biliary colic ('gall bladder attack') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (ess205) (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2015, x-ray pelvis was done, indication: pelvic/abdominal pain, history of essure procedure, finding: essure devices are present within the pelvis compatible with history. Small phleboliths in the deep right pelvis. Concurrent conditions included joint pain since (B)(6) 2015, dysfunctional uterine bleeding since (B)(6) 2009, dizziness since (B)(6) 2009, abdominal pain since (B)(6) 2009, obesity, acid reflux (esophageal), vitamin d deficiency, drug allergy, vomiting and general body pain. Concomitant products included celecoxib (celebrex) from 2009 to 2012, hydroxychloroquine since (B)(6) 2018, meloxicam since (B)(6) 2018, propranolol from 2010 to 2015, sertraline hydrochloride (zoloft) from 2016 to 2017 and vitamin d nos since 2017. In (B)(6) 2006, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("heavy periods / excessive bleeding during menstrual cycles"), polymenorrhoea ("frequent cycles"), mood swings ("moods began to swing") and anaemia ("anemia") and was found to have weight increased ("started gaining weight\ extreme weight gain"). In (B)(6) 2007, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and depression ("depression"). In 2009, the patient experienced infection (seriousness criterion hospitalization), intestinal obstruction (seriousness criterion hospitalization), biliary colic (seriousness criterion hospitalization) and pelvic pain ("pain like I've never felt before/ chronic pain/pain"). In 2010, the patient was found to have c-reactive protein increased ("elevated c reactive protein last 5 years"). On (B)(6) 2015, the patient experienced sarcoidosis ("autoimmune disorder: sarcoidosis,"), 8 years 1 month after insertion of essure (ess205). In (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), iliotibial band syndrome ("it band syndrome"), swelling ("unexplained swelling"), arthralgia ("wrist pain\pain in joints\debilitating pain in joints"), the first episode of tooth disorder ("dental issues"), pain in extremity ("acute brning pain in legs especially right\thigh pain"), menstrual cramps ("excessive cramping during menstrual cycles"), amnesia ("memory loss"), aggression ("aggression"), fatigue ("fatigue"), urticaria ("hives"), the second episode of tooth disorder ("dental problems"), dysmenorrhea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal distension ("bloating") and abdominal pain ("unexplained pain in my abdominal area & thigh"). The patient was hospitalized for 4 days sometime in 2009. The patient was treated with antibiotics, diphenhydramine hydrochloride, medroxyprogesterone acetate (depo-provera) and surgery (partial hysterectomy/ surgery to remove the essure/ bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, salpingitis, pelvic infection, infection, intestinal obstruction, biliary colic, genital haemorrhage, pelvic pain, rash, migraine, menorrhagia, polymenorrhoea, mood swings, weight increased, iliotibial band syndrome, swelling, c-reactive protein increased, arthralgia, pain in extremity, menstrual cramps, amnesia, aggression, fatigue, vaginal haemorrhage, sarcoidosis, urinary tract disorder, anaemia, the last episode of tooth disorder, dysmenorrhea, alopecia, urinary tract infection, headache, nausea, allergy to metals, depression and abdominal pain outcome was unknown and the urticaria and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, aggression, allergy to metals, alopecia, amnesia, anaemia, arthralgia, biliary colic, bladder disorder, c-reactive protein increased, depression, device breakage, device dislocation, fatigue, genital haemorrhage, headache, iliotibial band syndrome, infection, intestinal obstruction, menorrhagia, menstrual cramps, migraine, mood swings, nausea, pain in extremity, pelvic infection, pelvic pain, polymenorrhoea, rash, salpingitis, sarcoidosis, swelling, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight increased, the first episode of tooth disorder, dysmenorrhea and the second episode of tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Ultrasound scan vagina - in (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : nausea, abdominal distension, pelvic pain, abnormal bleeding, lot number: 620732 manufacturing date: 2006/06 expiration date: 2008/05 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 8 & 9 proceeded together. Quality-safety evaluation of ptc (product technical complaints). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-(B)(4)) on 05-nov-2015. The most recent information was received on 11-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of implant'), device dislocation ('migration of essure device: full length of fallopian tube,'), salpingitis ('chronic salpingitis'), pelvic infection ('pelvic infection'), infection ('numerous infections'), intestinal obstruction ('possible bowel blockage'), biliary colic ('gall bladder attack') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (ess205) (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain since (B)(6) 2015, dysfunctional uterine bleeding since (B)(6) 2009, dizziness since (B)(6) 2009, abdominal pain since (B)(6) 2009, obesity, acid reflux (esophageal), vitamin d deficiency, drug allergy, vomiting and general body pain. Concomitant products included celecoxib (celebrex) from 2009 to 2012, hydroxychloroquine since (B)(6) 2018, meloxicam since (B)(6) 2018, propranolol from 2010 to 2015, sertraline hydrochloride (zoloft) from 2016 to 2017 and vitamin d nos since 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). In (B)(6) 2006, the patient experienced menorrhagia ("heavy periods / excessive bleeding during menstrual cycles"), polymenorrhoea ("frequent cycles"), mood swings ("moods began to swing") and anaemia ("anemia") and was found to have weight increased ("started gaining weight\ extreme weight gain"). In (B)(6) 2007, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and depression ("depression"). In 2009, the patient experienced infection (seriousness criterion hospitalization), intestinal obstruction (seriousness criterion hospitalization), biliary colic (seriousness criterion hospitalization) and pelvic pain ("pain like I've never felt before/ chronic pain/pain"). In 2010, the patient was found to have c-reactive protein increased ("elevated c reactive protein last 5 years"). On (B)(6) 2015, the patient experienced sarcoidosis ("autoimmune disorder: sarcoidosis,"), 8 years 1 month after insertion of essure (ess205). In (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), iliotibial band syndrome ("it band syndrome"), swelling ("unexplained swelling"), arthralgia ("wrist pain\pain in joints"), the first episode of tooth disorder ("dental issues"), pain in extremity ("acute brning pain in legs especially right\thigh pain"), menstrual cramps ("excessive cramping during menstrual cycles"), amnesia ("memory loss"), aggression ("aggression"), fatigue ("fatigue"), urticaria ("hives"), the second episode of tooth disorder ("dental problems"), dysmenorrhea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal distension ("bloating") and abdominal pain ("unexplained pain in my abdominal area & thigh"). The patient was hospitalized for 4 days sometime in 2009. The patient was treated with antibiotics, diphenhydramine hydrochloride, medroxyprogesterone acetate (depo-provera) and surgery (partial hysterectomy/ surgery to remove the essure/ bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, salpingitis, pelvic infection, infection, intestinal obstruction, biliary colic, genital haemorrhage, pelvic pain, rash, migraine, menorrhagia, polymenorrhoea, mood swings, weight increased, iliotibial band syndrome, swelling, c-reactive protein increased, arthralgia, pain in extremity, menstrual cramps, amnesia, aggression, fatigue, vaginal haemorrhage, sarcoidosis, urinary tract disorder, anaemia, the last episode of tooth disorder, dysmenorrhea, alopecia, urinary tract infection, headache, nausea, allergy to metals, depression and abdominal pain outcome was unknown and the urticaria and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, aggression, allergy to metals, alopecia, amnesia, anaemia, arthralgia, biliary colic, bladder disorder, c-reactive protein increased, depression, device breakage, device dislocation, fatigue, genital haemorrhage, headache, iliotibial band syndrome, infection, intestinal obstruction, menorrhagia, menstrual cramps, migraine, mood swings, nausea, pain in extremity, pelvic infection, pelvic pain, polymenorrhoea, rash, salpingitis, sarcoidosis, swelling, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight increased, the first episode of tooth disorder, dysmenorrhea and the second episode of tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2006: results: total bilateral occlusion. On (B)(6) 2015, x-ray pelvis was done, indication: pelvic/abdominal pain, history of essure procedure,finding: essure devices are present within the pelvis compatible with history. Small phleboliths in the deep right pelvis. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : nausea, abdominal distension, pelvic pain, abnormal bleeding. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: lot number, medical treatment drugs added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of implant'), device dislocation ('migration of essure device: full length of fallopian tube,'), salpingitis ('chronic salpingitis'), pelvic infection ('pelvic infection'), infection ('numerous infections'), intestinal obstruction ('possible bowel blockage'), biliary colic ('gall bladder attack') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (ess205) (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2015, x-ray pelvis was done, indication: pelvic/abdominal pain, history of essure procedure, finding: essure devices are present within the pelvis compatible with history. Small phleboliths in the deep right pelvis. Concurrent conditions included joint pain since (B)(6) 2015, dysfunctional uterine bleeding since (B)(6) 2009, dizziness since (B)(6) 2009, abdominal pain since (B)(6) 2009, obesity, acid reflux (esophageal), vitamin d deficiency, drug allergy, vomiting and general body pain. Concomitant products included celecoxib (celebrex) from 2009 to 2012, hydroxychloroquine since (B)(6) 2018, meloxicam since (B)(6) 2018, propranolol from 2010 to 2015, sertraline hydrochloride (zoloft) from 2016 to 2017 and vitamin d nos since 2017. In (B)(6) 2006, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("heavy periods / excessive bleeding during menstrual cycles"), polymenorrhoea ("frequent cycles"), mood swings ("moods began to swing") and anaemia ("anemia") and was found to have weight increased ("started gaining weight\ extreme weight gain"). In (B)(6) 2007, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and depression ("depression"). In 2009, the patient experienced infection (seriousness criterion hospitalization), intestinal obstruction (seriousness criterion hospitalization), biliary colic (seriousness criterion hospitalization) and pelvic pain ("pain like I've never felt before/ chronic pain/pain"). In 2010, the patient was found to have c-reactive protein increased ("elevated c reactive protein last 5 years"). On (B)(6) 2015, the patient experienced sarcoidosis ("autoimmune disorder: sarcoidosis,"), 8 years 1 month after insertion of essure (ess205). In (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), iliotibial band syndrome ("it band syndrome"), swelling ("unexplained swelling"), arthralgia ("wrist pain\pain in joints\debilitating pain in joints"), the first episode of tooth disorder ("dental issues"), pain in extremity ("acute brning pain in legs especially right\thigh pain"), menstrual cramps ("excessive cramping during menstrual cycles"), amnesia ("memory loss"), aggression ("aggression"), fatigue ("fatigue"), urticaria ("hives"), the second episode of tooth disorder ("dental problems"), dysmenorrhea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal distension ("bloating") and abdominal pain ("unexplained pain in my abdominal area & thigh"). The patient was hospitalized for 4 days sometime in 2009. The patient was treated with antibiotics, diphenhydramine hydrochloride, medroxyprogesterone acetate (depo-provera) and surgery (partial hysterectomy/ surgery to remove the essure/ bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, salpingitis, pelvic infection, infection, intestinal obstruction, biliary colic, genital haemorrhage, pelvic pain, rash, migraine, menorrhagia, polymenorrhoea, mood swings, weight increased, iliotibial band syndrome, swelling, c-reactive protein increased, arthralgia, pain in extremity, menstrual cramps, amnesia, aggression, fatigue, vaginal haemorrhage, sarcoidosis, urinary tract disorder, anaemia, the last episode of tooth disorder, dysmenorrhea, alopecia, urinary tract infection, headache, nausea, allergy to metals, depression and abdominal pain outcome was unknown and the urticaria and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, aggression, allergy to metals, alopecia, amnesia, anaemia, arthralgia, biliary colic, bladder disorder, c-reactive protein increased, depression, device breakage, device dislocation, fatigue, genital haemorrhage, headache, iliotibial band syndrome, infection, intestinal obstruction, menorrhagia, menstrual cramps, migraine, mood swings, nausea, pain in extremity, pelvic infection, pelvic pain, polymenorrhoea, rash, salpingitis, sarcoidosis, swelling, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight increased, the first episode of tooth disorder, dysmenorrhea and the second episode of tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Ultrasound scan vagina - in (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : nausea, abdominal distension, pelvic pain, abnormal bleeding, lot number: 620732 manufacturing date: 2006/06 expiration date: 2008/05 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Amendment: the report was amended for the following reason: narrative correction done. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-(B)(4)) on 05-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of implant'), device dislocation ('migration of essure device: full length of fallopian tube,'), salpingitis ('chronic salpingitis'), pelvic infection ('pelvic infection'), infection ('numerous infections'), intestinal obstruction ('possible bowel blockage'), biliary colic ('gall bladder attack') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (ess205) (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015, x-ray pelvis was done, indication: pelvic/abdominal pain, history of essure procedure, finding: essure devices are present within the pelvis compatible with history. Small phleboliths in the deep right pelvis. Concurrent conditions included joint pain since (B)(6) 2015, dysfunctional uterine bleeding since (B)(6) 2009, dizziness since (B)(6) 2009, abdominal pain since (B)(6) 2009, obesity, acid reflux (esophageal), vitamin d deficiency, drug allergy, vomiting and general body pain. Concomitant products included celecoxib (celebrex) from 2009 to 2012, hydroxychloroquine since (B)(6) 2018, meloxicam since (B)(6) 2018, propranolol from 2010 to 2015, sertraline hydrochloride (zoloft) from 2016 to 2017 and vitamin d nos since 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). In (B)(6) 2006, the patient experienced menorrhagia ("heavy periods / excessive bleeding during menstrual cycles"), polymenorrhoea ("frequent cycles"), mood swings ("moods began to swing") and anaemia ("anemia") and was found to have weight increased ("started gaining weight\ extreme weight gain"). In (B)(6) 2007, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and depression ("depression"). In 2009, the patient experienced infection (seriousness criterion hospitalization), intestinal obstruction (seriousness criterion hospitalization), biliary colic (seriousness criterion hospitalization) and pelvic pain ("pain like I've never felt before/ chronic pain/pain"). In 2010, the patient was found to have c-reactive protein increased ("elevated c reactive protein last 5 years"). On (B)(6) 2015, the patient experienced sarcoidosis ("autoimmune disorder: sarcoidosis,"), 8 years 1 month after insertion of essure (ess205). In (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), iliotibial band syndrome ("it band syndrome"), swelling ("unexplained swelling"), arthralgia ("wrist pain\pain in joints\debilitating pain in joints"), the first episode of tooth disorder ("dental issues"), pain in extremity ("acute brning pain in legs especially right\thigh pain"), menstrual cramps ("excessive cramping during menstrual cycles"), amnesia ("memory loss"), aggression ("aggression"), fatigue ("fatigue"), urticaria ("hives"), the second episode of tooth disorder ("dental problems"), dysmenorrhea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), abdominal pain ("unexplained pain in my abdominal area & thigh") and pruritus ("itching entire body"). The patient was hospitalized for 4 days sometime in 2009. The patient was treated with antibiotics, diphenhydramine hydrochloride, medroxyprogesterone acetate (depo-provera) and surgery (partial hysterectomy/ surgery to remove the essure/ bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, salpingitis, pelvic infection, infection, intestinal obstruction, biliary colic, genital haemorrhage, pelvic pain, rash, migraine, menorrhagia, polymenorrhoea, mood swings, weight increased, iliotibial band syndrome, swelling, c-reactive protein increased, arthralgia, pain in extremity, menstrual cramps, amnesia, aggression, fatigue, vaginal haemorrhage, sarcoidosis, urinary tract disorder, anaemia, the last episode of tooth disorder, dysmenorrhea, alopecia, urinary tract infection, headache, nausea, allergy to metals, depression and abdominal pain outcome was unknown and the urticaria, abdominal distension and pruritus had resolved. The reporter considered abdominal distension, abdominal pain, aggression, allergy to metals, alopecia, amnesia, anaemia, arthralgia, biliary colic, bladder disorder, c-reactive protein increased, depression, device breakage, device dislocation, fatigue, genital haemorrhage, headache, iliotibial band syndrome, infection, intestinal obstruction, menorrhagia, menstrual cramps, migraine, mood swings, nausea, pain in extremity, pelvic infection, pelvic pain, polymenorrhoea, pruritus, rash, salpingitis, sarcoidosis, swelling, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight increased, the first episode of tooth disorder, dysmenorrhea and the second episode of tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : nausea, abdominal distension, pelvic pain, abnormal bleeding. Lot number: 620732 manufacturing date: 2006/06 expiration date: 2008/05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event itching entire body. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of implant'), device dislocation ('migration of essure device: full length of fallopian tube,'), salpingitis ('chronic salpingitis'), pelvic infection ('pelvic infection'), infection ('numerous infections'), intestinal obstruction ('possible bowel blockage'), biliary colic ('gall bladder attack') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (ess205) (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2015, x-ray pelvis was done, indication: pelvic/abdominal pain, history of essure procedure, finding: essure devices are present within the pelvis compatible with history. Small phleboliths in the deep right pelvis. Concurrent conditions included joint pain since (B)(6) 2015, dysfunctional uterine bleeding since (B)(6) 2009, dizziness since (B)(6) 2009, abdominal pain since (B)(6) 2009, obesity, acid reflux (esophageal), vitamin d deficiency, drug allergy, vomiting and general body pain. Concomitant products included celecoxib (celebrex) from 2009 to 2012, hydroxychloroquine since (B)(6) 2018, meloxicam since (B)(6) 2018, propranolol from 2010 to 2015, sertraline hydrochloride (zoloft) from 2016 to 2017 and vitamin d nos since 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). In (B)(6) 2006, the patient experienced menorrhagia ("heavy periods / excessive bleeding during menstrual cycles"), polymenorrhoea ("frequent cycles"), mood swings ("moods began to swing") and anaemia ("anemia") and was found to have weight increased ("started gaining weight\ extreme weight gain"). In (B)(6) 2007, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and depression ("depression"). In 2009, the patient experienced infection (seriousness criterion hospitalization), intestinal obstruction (seriousness criterion hospitalization), biliary colic (seriousness criterion hospitalization) and pelvic pain ("pain like I've never felt before/ chronic pain/pain"). In 2010, the patient was found to have c-reactive protein increased ("elevated c reactive protein last 5 years"). On (B)(6) 2015, the patient experienced sarcoidosis ("autoimmune disorder: sarcoidosis,"), 8 years 1 month after insertion of essure (ess205). In (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), iliotibial band syndrome ("it band syndrome"), swelling ("unexplained swelling"), arthralgia ("wrist pain\pain in joints\debilitating pain in joints"), the first episode of tooth disorder ("dental issues"), pain in extremity ("acute brning pain in legs especially right\thigh pain"), menstrual cramps ("excessive cramping during menstrual cycles"), amnesia ("memory loss"), aggression ("aggression"), fatigue ("fatigue"), urticaria ("hives"), the second episode of tooth disorder ("dental problems"), dysmenorrhea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), abdominal pain ("unexplained pain in my abdominal area & thigh") and pruritus ("itching entire body"). The patient was hospitalized for 4 days sometime in 2009. The patient was treated with antibiotics, diphenhydramine hydrochloride, medroxyprogesterone acetate (depo-provera) and surgery (partial hysterectomy/ surgery to remove the essure/ bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, salpingitis, pelvic infection, infection, intestinal obstruction, biliary colic, genital haemorrhage, pelvic pain, rash, migraine, menorrhagia, polymenorrhoea, mood swings, weight increased, iliotibial band syndrome, swelling, c-reactive protein increased, arthralgia, pain in extremity, menstrual cramps, amnesia, aggression, fatigue, vaginal haemorrhage, sarcoidosis, urinary tract disorder, anaemia, the last episode of tooth disorder, dysmenorrhea, alopecia, urinary tract infection, headache, nausea, allergy to metals, depression and abdominal pain outcome was unknown and the urticaria, abdominal distension and pruritus had resolved. The reporter considered abdominal distension, abdominal pain, aggression, allergy to metals, alopecia, amnesia, anaemia, arthralgia, biliary colic, bladder disorder, c-reactive protein increased, depression, device breakage, device dislocation, fatigue, genital haemorrhage, headache, iliotibial band syndrome, infection, intestinal obstruction, menorrhagia, menstrual cramps, migraine, mood swings, nausea, pain in extremity, pelvic infection, pelvic pain, polymenorrhoea, pruritus, rash, salpingitis, sarcoidosis, swelling, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight increased, the first episode of tooth disorder, dysmenorrhea and the second episode of tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Ultrasound scan vagina - in (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : nausea, abdominal distension, pelvic pain, abnormal bleeding, lot number: 620732 manufacturing date: 2006/06 expiration date: 2008/05 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.